Manufacturer narrative:
Additional information was received on may 26, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case. (B)(4).

Event description:
The patient was revised due to pain and elevated metal ions.

Manufacturer narrative:
This case was reopened on august 10, 2016 to enter additional information which was received on july 26, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was revised due to pain, elevated metal ions, metal debris.

Manufacturer narrative:
Additional information received on june 28, 2016. Additional's: sex, device manufacture date, event problem codes. Updates: pt info, event or problem, brand name, common device name, model/lote #, date received by MFR., type of reports, additional MFR narrative. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 58/52 r.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to unknown reasons.